Event description:
Healthcare professional reported injecting a patient in the cheeks with harmonyca ¿ with lidocaine. The patient experienced non-device related "pneumonia" and was treated that day with azithromycin. The event resolved 4 days later.

Manufacturer narrative:
Continued d.10. Concomitant therapies: atomoxetine, extra strength tylenol, tramadol, tylenol 3. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of pneumonia, deemed not device related is considered an unexpected adverse drug experience.